Manufacturer narrative:
The field service engineer (fse) observed the probe was leaking and the instrument was failing red blood cell (rbc), white blood cell (wbc) and platelet (plt) backgrounds on controls. The fse replaced the peripheral pump tubing and the drain tubing, but the instrument probe continued to leak. The fse performed a decontamination of the instrument and replaced the waste filters. The controls passed and the instrument performed without any errors. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported a drop of diluent leaked underneath the probe of the coulter ac·t diff analyzer. The customer stated that the instrument was generating low values for red blood cell (rbc), white blood cell (wbc) and platelet (plt) on controls. The leak was not contained within the instrument. The customer was not wearing ppe at the time of the occurrence. There was no exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.